Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic with the device at end of service (eos). The patient is lost to follow up and there is no previous battery data. The device was not capturing at programmed output. The battery voltage was low. The output was increased which still resulted in loss of capture. The patient was asymptomatic. The wrap-up overview page shows that the device reached elective replacement indicator on (B)(6) 2017, a patient notifier was triggered (B)(6) 2016 and eos was reached on (B)(6) 2017. Device was explanted and replaced. Patient¿s condition was stable.